Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: during setup and priming of the device, console (B)(6) did not recognize the purge disc insertion. A new purge cassette was opened and used; however, the console continued to fail purge disc recognition. The clinical team elected to change to a different console, and the device successfully passed purge disc recognition and was primed. After the case, console (B)(6) was tested in a demo setup and failed to recognize three different purge cassettes, indicating that the pump requires servicing. The reported events are purge disc not detected, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient.

Manufacturer narrative:
The device was returned therefore d9 and h6 were updated.